Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the bottom fitment to the safety clamp during tpn infusion. The tubing was in use for less than 24 hrs. There is no report of patient harm, the event occurred in (B)(6).

Manufacturer narrative:
The customer¿s report of a leak in the silicone segment was confirmed, however it was near the upper fitment rather than the lower fitment as the customer had indicated. Initial visual inspection showed no signs of damage. Functional and pressure testing confirmed a leak from a pin-hole tear on the silicone segment near the upper fitment. There was no indication of a leak from the lower fitment. The cause of the reported leak was determined to be a pin-hole in the silicone segment near the upper fitment. The origin of the damage is unknown.